Event description:
Customer reportedly obtained results of 74mg/dl, 151 mg/dl, and 147 mg/dl within 10 minutes on the same device. No action taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.